Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the balloon would not fully deflate. The device was attempted to be removed but it got stuck inside the scope. Reportedly, the scope was then taken out from the patient and the balloon had to be cut out of the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event.